Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 140 mg/dl, 215 mg/dl, 151 mg/dl, and 94 mg/dl. Some of the results were difficult to read due to display/missing segment concern. No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product no longer available for return.